Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and attempts to charge from a working outlet for at least 30 minutes, and no visible damage or power source alerts were noted. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to the replacement device.